Event description:
Related manufacturer reference number: 2017865-2022-17294 \ related manufacturer reference number: 2017865-2022-17297. It was reported that a patient presented in-clinic for a left ventricular (lv) lead removal procedure. Prior examination of this lead revealed high capture thresholds. The lv lead was explanted and replaced on (B)(6) 2022. Following this procedure, the replacement lv lead was found to have dislodged, which resulted in muscle stimulation. Additionally, the patient's pacemaker was found to be in telemetry lockout following the lead revision procedure on (B)(6) 2022, with physician user concern regarding the device. The patient's device and lv lead were explanted on (B)(6) 2022. The pacemaker was replaced but it is unknown if the lv lead was replaced. The patient was reported to be stable throughout the intervention process.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported events were dislodgement and the muscle stimulation. As received, a complete lead was returned in one piece. Double-bend height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.